Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left brake is worn on the motor and working intermittent.